Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by stomach pain. The patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with intraperitoneal (ip) vancomycin for the peritonitis (dose, frequency, duration not reported). The action taken with dianeal therapies was ongoing. One week after the onset of peritonitis the patient was discharged from the hospital. The patient recovered from the peritonitis event. No additional information available.